Event description:
Customer reported an incident where the screen of the machine suddenly turned white and all the pumps stopped without any audible alarm or error codes during treatment. A gambro technician evaluated the machine and confirmed the complainant's report. No blood loss reported.

Manufacturer narrative:
No blood loss nor medical intervention was reported. A gambro technician upgraded the machine to v2.00hk, but the problem still occurred. A gambro technical arrived at the facility the next day to re-evaluate the machine. We have requested the downloaded machine data card files and additional information relating to the findings of the investigation conducted by the gambro technician. The company is aware of this incident and further investigation is ongoing.